Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg not functioning as intended. The explanted product will not be returned by the medical facility. Additional information was received indicating that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date of revision procedure.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg not functioning as intended. The explanted product will not be returned by the medical facility.